Event description:
Reportedly, the surgeon experienced difficulties while loading the intraocular lens (iol) into the patient's eye. Further, an enlarged incision was required. The iol was removed and replaced. No adverse effect and no patient injury was reported.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to our quality inspection laboratory and revealed a distorted haptic with evidence of viscoelastic and ophthalmic viscosurgical device (ovd) on the lens. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.